Event description:
Defective power supply board.

Event description:
Defective power supply board. Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. The power supply board was received for investigation. It was mounted in the lab test device and at start up, a fatal error was triggered. The reported event was reproduced as the test device could not be switched on. Further investigation was carried out to test the output of the secondary power supply : no output was detected. Therefore, the board could not charge the battery. A failure of the secondary power supply board probably due to a weakness of component is the root cause of the battery recharging issue.